Event description:
It was reported that lead noise was observed. When the lead was explanted and replaced, visual inspection showed externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.